Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
Additional information: the screws that went through the plates were an ar-8724vcl-24 val kreulock screw and an ar-8724-24 low profile screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024, it was reported by a sales representative via email that distal 2.4 screws were going through an ar-8916vsl-03 volar distal radius plate during insertion. The plate was swapped for a new ar-8916vsl-03 volar distal radius plate, but the screws were still going through the plate. The issue occurred even though the surgeon used a torque limiter driver to insert the screw. This was discovered during a distal radius procedure on (B)(6) 2024. Additional information received on 6/24/2024: the case was completed by using a new plate and screws. The case was delayed thirty minutes; however, additional anesthesia was not needed.